Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified solution. The secondary tubing set was to be used for piggyback delivery of an unspecified medication via an infusion pump. The customer contact stated that the primary solution container was lowered and the secondary solution would not flow. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.